Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the perclose proglide#2 (part# 12673-05, lot# 940386h) is being filed under a separate medwatch MFR number.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that there were no missing components. The plunger/needle assembly had been partially withdrawn from the device, but was still partially loaded within the handle assembly. The suture was present and loaded in the device with the pre-formed knot still present on the anterior side of the guide and suture present on the posterior side of the guide tube. The posterior needle tip, which is attached to the suture, was not visible on the posterior side of the guide tube. There was slack in the link material indicating the foot had been deployed, step one of deployment, and the link was attached to both cuffs. Each cuff was undamaged and undisturbed. The posterior needle tip attached to the suture indicated the plunger had been incorrectly retracted proximally, consistent with plunger removal, step three of deployment, pulling the posterior needle and suture combination into the device before being distally deployed to engage the needles with the cuffs, step two of deployment. The plunger was fully removed from the device and reinserted to test the needle trajectory, needle depth, and push mandrel travel and the results were acceptable. Based on the investigation findings, the root cause for the reported event is user error in deployment technique. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was report that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved with a proglide device. There was no adverse patient sequela reported. Though requested, no additional information was provided.